Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Fragment is not returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565-2017-02062. Concomitant medical products: ps tibial articular surface provisional right size 6-9 ef top, catalog#: 42527400710, lot#: 62544379. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a procedure, the provisionals cracked and were damaged. There was no delay in procedure and no patient injury. The procedure was completed with another device. No adverse events have been reported as a result of the malfunction.